Event description:
Caller reported experiencing multiple occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. A systems check was started with tandem technical support, however, customer declined to complete and reverted to an alternate method for insulin therapy.